Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the device failure was due to a defective main pcb. The main pcb was replaced to address the issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 65 and sf 140). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing on the returned device confirmed the occurrence of system faults 65 and 140. The investigation determined that the reported system faults were due to a failed software upgrade process. The software was reinstalled to address this issue. During investigation, it was revealed that the device had a defective power button. The investigation determined that the power button failure was due to an isolated component failure in the power switch assembly. Resmed's risk analyses for these failure modes conclude that the risks are acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf 65 and sf 140). There was no patient injury reported as a result of this incident.